Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar upon insertion, the sleeve broke off distal to the housing. Therte was no reported patient consequence.